Manufacturer narrative:
Philips has investigated this complaint. According to the addition collected, system was outside of clinical use at the time of event. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Upon troubleshooting, fse identified geo pc was defective and it was unable to turn on. The defective geometry pc was returned to philips for further analysis. The analysis confirmed the malfunction as the power supply in the geometry pc was failed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It has been reported to philips that an error message for "motorized movement not available, unable to move the gantry" was on the system. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the geometry pc was replaced, the system was returned to use in good working order.